Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. It was stated that the event was due to the customer wearing the infusion sets for eight days, ignoring what he was trained to do. Nothing further was reported.